Event description:
It was report that the device became stuck inside the stent. A percutaneous coronary intervention was being performed. The 75% stenosed, moderately tortuous and mildly calcified lesion was located in the left anterior descending artery with a proximal to mid lesion length of 2.5mm and a vessel diameter of 40mm and a distal lesion length of 3.5mm and a vessel diameter of 40mm. Two stents from another manufacturers were deployed a 2.5x40mm stent that was placed in the distal lad and a 3.5x40mm stent that was placed in the proximal to mid lad. This opticross imaging catheter selected, during insertion the device was rotated while being advanced however the catheter tip became stuck in the stent and could not be released. The device was removed by cutting the proximal shaft and advancing a extension catheter to the area where the tip was stuck. They were able to release and retrieved the device successfully. Another manufactures 3.5x18mm stent was deployed to cover the damaged stent. No patient complications were reported.